Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed both ts remain on the delivery needle. The device was functionally tested for proper actuator advancement, cycling and deployment, device functioned as intended. The fast-fix 360 needle is intended to perforate the meniscus upon delivery of the implants. The device in question was found to meet all print and design criteria. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specification.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the meniscus was cut. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, a cut occurred through the meniscus. A backup device was available to complete the procedure with no significant delay.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the meniscus was cut. A backup device was available to complete the procedure with no significant delay or patient injuries.